Event description:
It was reported that implants using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.

Manufacturer narrative:
Engineering evaluation was unable to verify a system malfunction due to insufficient information. The user did not submit case logs for investigation. However, it was reported that during this l2-l4 llif procedure the drb was bumped while in the process of removing older hardware form the patient's l4-l5 levels. Drb shifts can cause navigational integrity issues and can lead to the misplacement of implants. The user also acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. Following the reported drb shift, the remainder of this case was re-planned and the patient was re-registered. The procedure was then completed with no further issue or reported adverse effects to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique. The following sections were updated for this supplemental report: b4, d4, g6, h2, h6, h10.

Event description:
It was reported that implants using the excelsius gps system were misplaced intra-operatively and then removed and replaced.